Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 24 x 3.50 mm promus premier drug-eluting stent was advanced but failed to cross the lesion, resulting in burrs on the stent. The stent dislodged from the delivery system and was removed with an extension catheter. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.